Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an error on their pump that showed a pump with a cross through it. The customer¿s blood glucose of the customer was 8.6 mmol/l. The customer reported that insulin pump had crack to the back of the insulin pump. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will not be returned for the analysis.